Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, tsgc0205 lot 51023r1026 was prepared as per IFU and inserted into the patient without issue. Tcds0305-xtw lot 60112r1057 was inadvertently de-aired without attaching 3-way stopcocks to the delivery catheter handle or the steerable sleeve handle. The tcds was subsequently introduced into the tsgc without issue. At this time, it was noticed that the tcds did not have the proper 3-way stopcocks attached. The tcds was pulled back with the intention of removing it from the tsgc, attaching the 3-way stopcocks and de-airing the system. When retracting the implant, it caught the tip of the steerable sleeve. The clip had to be unlocked, grippers raised and opened as much as possible to free the clip. The clip was then successfully recaptured into the sleeve and removed from the patient. There was no damage to the tip of the tcds. The tsgc also appeared undamaged and the fluid column was maintained. The procedure continued using the same tsgc. Tcds0305-xtw lots 60112r1004 and 60112r1001 were subsequently implanted successfully. When tcds0305-xtw lot 60112r1001 was removed from the tsgc, column was lost. After aspiration, the tsgc was removed successfully and without introducing air into the patient. There were no consequences to the patient.